Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's 'recorder' was occasionally unable to save data, which can indicate an imaging issue. Upon checking with customer, quote for evaluation and repair service was sent to customer, however quote expired as the service is no longer required. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's 'recorder' was occasionally unable to save data, which can indicate an imaging issue. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.